Event description:
It was reported that pump experienced malfunction with a non-resettable malfunction code and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer¿s father attempted to reset pump but lacked charging supplies. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.